Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient underwent a coronary bypass surgery where the collateral of the anastomosed long saphenous vein graft between the aorta and the diagonal coronary artery was clipped. One hour postoperatively, the patient experienced cardiac arrest secondary to hemorrhagic shock. The patient was taken back to the operating room where it was discovered that some of the clips had migrated as well as to re-open the patient to perform hemostasis. The estimated blood was 3 liters. The patient did not die.